Event description:
It was reported that a spectrum iq infusion pump failed occlusion test during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem "occlusion test failed" was not reproduced. Upstream and downstream occlusion testing was performed and passed with no issues. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified should additional relevant information become available, a supplemental report will be submitted.